Event description:
Customer reporting device did not perform a rescue when it should because they are unable to locate the rescue info on the device for the date/time the event occurred.

Manufacturer narrative:
Customer has not extracted any rescue data from the unit. We are awaiting receipt of the unit, the rescue file and responses to the rescue event questionaire from customer. Pt status is unk at this time.